Event description:
A pt was treated on 1/27/97 with two formulations of collagen to the glabella, lateral orbital creases and acne scars on both cheeks. On approx 2/17/97, the pt noted intermittent swelling and itching at all treatment sites. On 3/6/97, the pt called to report persistent symptoms. On 3/7/97, the pt presented with continuing symptoms. The physician diagnosed a hypersensitivity and prescribed oral dexamethasone. On 3/10/97, the pt reported to the physician by telephone increased erythema at the treatment sites and stated that the swelling had decreased slightly.